Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer observed an air bubble in their patient line. The customer attempted to remove the air bubble but the air bubble remained in place. The customer was to change their pump supplies. The customer's blood glucose (bg) level was not impacted.